Event description:
Two white plastic type washers were noted on video screen during shoulder arthroscopy when using shoulder cannula kit. The plastic-type washers were retrieved without harm to pt. (*)